Event description:
A patient received a 46 hour infusion of 5fu in 2 hours. Patient is diagnosed with colorectal cancer. After being sent home on his infusion, he called and reported that his pump was beeping. He returned to the clinic and it was discovered that the reservoir was empty. Patient refused to go to the ER at that time and stated he "felt fine". In the following days, the physician administered an experimental antidote over the course of 5 days. On june 18th, the patient presented to the ER with mucositis and neutropenia.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.